Event description:
Pt indicated that zip implant "felt loose." Indicated that "she could hear it scrape the bone." Product was implanted in 2006. Physician indicated surgery and closure were "uneventful." No pt injury.

Manufacturer narrative:
Exact model number, lot number and exact date of implant have been requested but not provided. Physician indicated that implantation surgery was in 2006. Pt is physician's assistant to surgeon and mentioned to surgeon that the implant "felt loose." Physician indicated that surgery and closure were uneventful. Loosening of the implant due to bone remodeling/passive migration is likely. This is consistent with a 10-11 month delay in the appearance of "looseness." Passive migration of other firm's rigid fixation devices used for cranial closure has been reported in the literature (duke, et.al.; mofid, et.al.; weingart, et.al.). At the time of this report, pt is traveling out of the country. References: duke, bj, mouchantat, ra, ketch, ll, winston, kr. Transcranial migration of microfixation plates and screws. Case report. Pediatr neurosurg. 25(6):31-4, 1996. Mofid, m, thompson, r, pardo, c, manson, p, vander kolk, c. Biocompatibility of fixation materials in the brain. Plastic & reconstructive surgery, 100(1):14-20, 1997. Weingart, d, bublitz, r, michilli, r, class, d. (Peri-osseous intracranial translocation of titanium osteosynthesis plates and screws after fronto-orbital advancement.) Mund kiefer gesichtshir. 5(1):57-60, 20.